Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of her automated peritoneal dialtysis therapy. Per initial report, the home patient disconnected a supply line, then reconnected the supply line to a different supply bag. Baxter's technical service center assisted the home patient in ending therapy. No patient innjury or medical intervention was indicated at the time of the incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home patient.